Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A ventilator was reported intermittently failing pressure transducer test in pre-use checks. It was also reported that some powder might have entered the pressure sensor. Our field service engineer investigated the ventilator on site and found issues in the expiratory pressure transducers. Logs and the failing pressure transducer printed circuit boards (pcb) were returned for investigation. The failure was confirmed in received device logs, and event was dated to 05/13/2021. The returned pcbs were mounted in a reference ventilator for simulated use testing and the issue could not be reproduced. Microscope images small particles on the pressure sensor. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).